Manufacturer narrative:
The investigation is in progress. A sample has been received, but has not yet been evaluated. A root cause has not been identified. (B)(4).

Event description:
A healthcare professional reported that bss (balanced salt solution) was dripping from the system during a procedure. The bss was wiped up with a towel and the procedure was completed. There was no harm to the patient.